Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a watchman left atrial appendage closure procedure to treat atrial fibrillation versacross connect access solution kit was selected for use. It has been mentioned that trace effusion was seen at the beginning of the case. Three devices were used with the final, implanted device, being a size 27mm. The first device was too large for the appendage. The second device could not fully open because a strut became caught on itself. The final device met pass criteria. Trace effusion was again seen at the end of the case. No preimages were taken of the effusion at the beginning of the case, so it was unknown if the effusion grew. Effusion was monitored while intracardiac echocardiography (ice) was still in the right ventricle (rv). The physician chose to keep the patient overnight to monitor. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning.